Event description:
It was reported that while cutting femoral neck in a surgical procedure, the surgeon twisted the handpiece sideways to dislodge the blade and it broke at the mount. It was also reported that the broken pieces were retrieved from the pt and there were no adverse consequences as a result of this event. It was further reported that there were no delays and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that the blade was broken at the mount. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.